Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that the battery compartment was damaged and moisture was present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 09/16/2015 device evaluation: the pump has been returned to animas and evaluated on (B)(4) 2015 with the following findings: battery alarms, pump reboot events and a voltage drop were observed in the black box. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The pump¿s current draws were within specifications. Unrelated to the initial allegation, the display screen was dim and discolored.